Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had received hardware low level failure alarm reoccurred after rewinding and then self test was fails. The customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer receive a request to rewind insulin pump. Customer was able to complete rewind. Customer stated that they performed self test and the test did not pass. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Hardware low level failures alarm during self test and confirmed in the insulin pump history file due to broken trace on u1 keypad assembly.